Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the leadless implantable pulse generator (ipg) delivery system leaked into the handle when flushing the system. The delivery system was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full delivery system was returned and analyzed. The analysis indicated that a fluid pathway leak was observed on the delivery system. The articulation of the delivery system was out of plane. The articulation curve of the delivery system did not meet specification. The lumen of the delivery system was torn. The delivery system outer shaft was bent. There was a mechanical problem with the flush tube of the delivery system. There was a mechanical issue with the tether lock of the delivery system. The analyst noted the full delivery system was returned with the device intact with the tether but not recaptured in the device cup. The outer shaft is bent at 5 cm from the distal end of the delivery system. There is a water leak at the tether lock housing and at the flush tube connection at the flush tube hose barb. The flush tube is loose on the hose barb.